Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the mandibular component was repositioned, resulting in insufficient fixation; therefore, it will be replaced.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6. The reported event could not be confirmed as no scans were provided. The patient received bilateral tmj implants in (B)(6) 2025, but by (B)(6) 2025, dislocation and possible loosening of the right mandibular component were reported. The surgeon repositioned the component, but insufficient fixation¿likely due to existing screw holes¿led to loosening; no further scans or new implant cases have been provided, and no device issues were found in manufacturing records. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.